Event description:
It was reported that in interventional radiology, the tip of the ptd broke during the procedure. As a result, the md successfully removed the tip from the patient after trying for approximately 10 minutes using a snare. It was noted that the md followed the IFU and was skillful with the device. A new kit was opened and successfully used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).